Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd chemo one-piece sharps collector with plug cap was removed from a new box and had a puncture on the bottom. No reports of serious injuy or medical intervention noted.

Event description:
It was reported that the bd chemo one-piece sharps collector with plug cap was removed from a new box and had a puncture on the bottom. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample was unavailable, but photos were received for evaluation. Per supplier investigation, after reviewing all device history papers, in house stock with no issues found and photo received from customer it is believed that the collector was damaged during shipping. In addition, all 5 gallon collectors are checked by qc or shift supervisor prior to box being taped shut and placed on slip sheet. This is believed to be a shipping issue; damaged in transit. At this time supplier CAPA cannot be completed because of findings from investigation, however all personnel were made aware of the complaint and are looking for any similar issues during next run of production.